Manufacturer narrative:
Additional information had been received from the customer regarding the product material change, which was not included in the initial report. Therefore, the correct product material had been changed from mmt-6101 to mmt-6102, and the updated information was reflected in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the event involved product(s) mmt-6102. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical device for mmt-6102.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported communication issue between pump and mobile application. The customer reported blood glucose value of 400 mg/dl and the hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unomedical, mmt-342, mmt-1884, mmt-6101, unk_sensor. Troubleshooting was performed for loss of communication. The communication issue was resolved due to moving the pump and mobile device closer, no escalation required. Troubleshooting was performed for hyperglycemia. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event no further patient complications were reported. No product return is required for unomedical, mmt-342, mmt-1884, unk_sensor. Product return is not applicable for non physical devices mmt-6101.